Manufacturer narrative:
Device evaluated by MFR: return product consisted of an opticross device. A damage was observed in the guidewire exit hole port assembly. A kink was observed in the imaging window assembly in the distal end. A test guidewire was inserted and no indication of resistance in tracking the test guidewire into the catheter was noted.

Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross 6 hd imaging catheter was used to view the target lesion. During the procedure, the opticross 6 hd catheter became stuck on the interventional wire. They could not get the opticross 6 hd catheter out of the interventional wire. Eventually, the physician was able to remove the wire and catheter from the patient's body with out harm to the patient. The procedure was then completed.

Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross 6 hd imaging catheter was used to view the target lesion. During the procedure, the opticross 6 hd catheter became stuck on the interventional wire. They could not get the opticross 6 hd catheter out of the interventional wire. Eventually, the physician was able to remove the wire and catheter from the patient's body with out harm to the patient. The procedure was then completed.